Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient's ipg was inoperable. The patient had not charged their system for over 7 months due to their charger not working. The patient had their ipg replaced on (B)(6) 2019 and effective therapy was established post op.